Event description:
It was reported by service report that the fowler's head section would not stay elevated when weight was applied. It is unk if there was pt involvement, however, no adverse consequences are reported.